Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
Patient complaining of knee pain. Removed femur and cr poly. Replaced with ts revision femur containing stem and wedge. Ps insert implanted. Patient stable. Information submitted was everything from both surgeon and hospital. No further details.